Event description:
Some of tampons staying in [foreign body in reproductive tract] tampons breaking apart [device breakage] pull them out, they are breaking apart and some of it is staying in [complication of device removal] cause was traced to design [product design issue] case description: consumer reported via phone that tampons are breaking apart duringremoval and some of it is staying in. No serious injury reported. Lot codes: 1666259210607, 0116361041251.

Event description:
Some of tampons staying in [foreign body in reproductive tract]. Tampons breaking apart [device breakage]. Pull them out, they are breaking apart and some of it is staying in [complication of device removal]. Cause was traced to design [manufacturing issue]. Consumer reported via phone that tampons are breaking apart during removal and some of it is staying in. No serious injury reported. Lot codes: 1666259210607, 0116361041251, 17979020416.

Event description:
Some of tampons staying in [foreign body in reproductive tract]. Tampons breaking apart [device breakage]. Pull them out, they are breaking apart and some of it is staying in [complication of device removal]. Consumer reported via phone that tampons are breaking apart during removal and some of it is staying in. No serious injury reported.